Event description:
It was later reported since the patient¿s lead was replaced they had been doing great and therapy was going well for them.

Event description:
It was reported during a replacement procedure the new implantable neurostimulator (ins) was hooked up and the patient was not getting any sensation while on the table at 4 v. It was noted impedances were between 500 and 800 ohms on all contacts when tested at various voltages. The lead and all contacts were tested with the j-hook and no stimulation sensation or motor response was seen on the patient. It was determined the lead was the issue. It was noted x-rays were taken and found that the lead was a little lateral but overall looked ¿not bad;¿ placement was in the s3 foramen. Refer to MFR report # 3004209178-2013-12145.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va09hd8, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4). Analysis of the lead revealed no significant anomaly but it was noted conductor coils were crushed.